Manufacturer narrative:
Correcting- g2: marked "foreign" and "other" as it was inadvertently missed on the initial. Correcting- h10 - the reported event was confirmed during device evaluation update to b3 with additional information received in (B)(6). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2, h10 and update to b3 with additional information received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely stress of repeated use, external factors, or handling of the device may have caused breakage of the image sensor unit. As a result, no image occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): instructions, operation manual. Chapter 3 ¿preparation and inspection¿ . Section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. Inspection of the endoscopic image 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the endoscope¿s distal end. (See figure 3.22) 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to a cut on coupled charging device (ccd) cable, the image disappears during angulation in up/down direction; adhesive on bending section cover or distal sheath rubber has a chip; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to damage on channel-tube, forceps cannot be inserted smoothly; due to damage on channel tube, channel cleaning brush cannot inserted smoothly; connecting tube has a dent; connecting tube has a scratch; control unit has a scratch; grip has a scratch; up/down angulation lever plate has a scratch; angulation lever has a scratch; switch box has a scratch; image guide protector has a scratch; insertion tube rotation ring has a scratch; universal cord has a scratch; scope connector has a scratch; scope connector cover unit has a scratch; and due to wear of angle wire, bending angle in up direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope, disconnection when operating the angle lever, the image becomes invisible (darkened). The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.